Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion. The patient condition before and after the procedure was fine with no complications.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed. Based on all available parameter and usage information, device longevity was found to be below the expected limits. During the analysis, the device behaved normally and the power consumption of the device was measured and found to be normal. The battery was returned to the vendor for further analysis and no cause of depletion was detected. The cause of premature battery depletion could not be determined.